Event description:
The customer reported the ventilator's remote alarm failed. The ventilator was not in use on a patient therefore there was no patient involvement. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The manufacturer's service technician verified the reported problem. The service technician replaced the main pcb board to complete the repair. Applicable final testing was completed and tests passed per operating specifications.